Event description:
It was alleged by the pt's attorney: "following an anterior repair performed in 2007, the pt experienced mental and physical pain and suffering, permanent injury, physical deformity, loss of a bodily organ system and has undergone or will undergo corrective surgery or surgeries". An inquiry was forwarded to the pt's physician who responded that all inquiries concerning this product should be forwarded to his attorney. The pt's attorney provided the pt's implant card. The diagnosis and type of treatment for this specific pt is not known.